Event description:
A facility reported an allergic reaction with the use of biopatch. There is an area of redness/"burnt" appearance at the site of biopatch placement. Product was removed and not replaced.

Manufacturer narrative:
Complaint sample was not returned for evaluation (discarded) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Additional information received: - the area was treated with honey dressing as it was red and excoriated. - IV tegaderm advance dressing was used to cover but the area of redness was only the area of the biopatch. - patient is a 88 year old gentleman.

Event description:
N/a.